Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty capacitor. The capacitor was to be replaced; however, the customer received a replacement device so no repair was needed and the device was to be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during initial installation of the batteries, error 1720 appeared on the screen. No keys were functioning and the device could only be turned off by removing the batteries. There was no patient involvement and no patient harm.